Event description:
It was reported approximately 56 days post implant of a (B) (4) a patient enrolled in the (B) (4) registry experienced an infection around the injection port. The injection port was explanted on (B) (6) 2008, and a new injection port was implanted in (B) (6) 2008. The surgeon notes that the event is not related to the device, but possibly related to the procedure.

Manufacturer narrative:
(B) (4). (B) (4).information was not provided by contact.information unavailable, device not returned for analysis.